Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and/or lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd ¿ syringe has scale marking issues. The following was received from the initial reporter: I am customer from slovakia. Our 2y old son got diabetes 1 and we are using micro fine syringes. He needs only very little insulin and I am making picture of syringes every time to get the most acurate amount of insulin because even one more or les drop of insulin makes a big diferent for him. My question is: could you let me know what is actual zero on syringes? Because, as you can see on attached picture, piston of syringes is not on same position. Is scale on the syringes standardized (norm)? Is the scale always on same place?

Event description:
It was reported that the unspecified bd ¿ syringe stopper was damaged. The following was received from the initial reporter: I am customer from slovakia. Our 2y old son got diabetes 1 and we are using micro fine syringes. He needs only very little insulin and I am making picture of syringes every time to get the most accurate amount of insulin because even one more or less drop of insulin makes a big diferent for him. My question is: could you let me know what is actual zero on syringes? Because, as you can see on attached picture, piston of syringes is not on same position. Is scale on the syringes standardized (norm)? Is the scale always on same place?

Manufacturer narrative:
Correction: b5: after further evalutiaon of the complaint, it has been determined that the event type submitted previously was done in error. Event from scale marking issue to product is damaged (broken, missing, unassembled) (if device is still operable). New dt created under (B)(4). Additional information: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 3030864. D4. Medical device expiration date: 29feb2028. H4. Device manufacture date: 30jan2023. D4. Medical device lot #: 2304329. D4. Medical device expiration date: 30nov2027. H4. Device manufacture date: 31oct2022. D3: bd medical - diabetes care. D4: UDI updated: (B)(4). G1: bd medical - diabetes care.

Event description:
It was reported that the unspecified bd ¿ syringe stopper was damaged. The following was received from the initial reporter: I am customer from slovakia. Our 2y old son got diabetes 1 and we are using micro fine syringes. He needs only very little insulin and I am making picture of syringes every time to get the most acurate amount of insulin because even one more or les drop of insulin makes a big diferent for him. My question is: could you let me know what is actual zero on syringes? Because, as you can see on attached picture, piston of syringes is not on same position. Is scale on the syringes standardized (norm)? Is the scale always on same place?

Manufacturer narrative:
H.6. Investigation summary: no samples were returned therefore the investigation was performed based on the photo(s) provided. Embecta was not able to confirm the customer-indicated issue. This is the 1st complaint for the reported lot # 3030864 number and the 2nd complaint for the reported lot # 2304329. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the unspecified bd ¿ syringe has scale marking issues. The following was received from the initial reporter: I am customer from (B)(6). Our 2yr old son got diabetes 1 and we are using micro fine syringes. He needs only very little insulin and I am making picture of syringes every time to get the most acurate amount of insulin because even one more or less drop of insulin makes a big diferent for him. My question is: could you let me know what is actual zero on syringes? Because, as you can see on attached picture, piston of syringes is not on same position. Is scale on the syringes standardized (norm)? Is the scale always on same place?